Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported a motor rate error, motor not running. No patient injury was reported.

Manufacturer narrative:
Other text: b5: additional information received on 09-sep-2022 via email and attached to complaint object: this one was sent for check clutch/plunger. Reporter verified this is reproduceable. The error can be verified during occlusion testing on the highest pressure or lowest sensitivity setting. It was sent from nicu (newborn intensive care unit) but do not have any patient or run information. Reporter did verify the error before sending. Reporter have had a number of pumps with this error over the last couple years. Reporter is wondering which parts are responsible for the error. Reporter would rather repair some of these here instead of sending them all in for repair. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was broken or removed upon receipt and the right plunger case was cracked. Error codes were found in the ehl (event history log). The customer reported issue was not duplicated during the investigation and no physical or any other damage was found. Root cause of the reported issue is unknown as no fault was found. Replaced the worm coupling, gear and motor as a preventive measure, performed preventive maintenance and all functional testing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.